Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision. Left asr hip resurfacing system. Reason for revision: pain.

Event description:
Additional reasons for revision: alval/soft tissue reaction, soft tissue damage.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr hip resurfacing system, reason for revision: pain. Update: received stem and sleeve product details 21 july 2012. Update received: 22nd june 2013 - amended implant date: (B)(6) 2005, added surgeon: (B)(6) and added further revision reason: alval / soft tissue reaction. Update - added additional reason for revision, additional hospital, amended revision date to match scf, filed out mw fields. All taken from surgeon conf form dated (B)(6) 2014 reason for revision: component loosening ( cup became loose) update - 24 july 2014 - corrected manufacturing date for cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, left asr hip resurfacing system, reason for revision: pain. Update: received stem and sleeve product details 21 july 2012. Update received: 22nd june 2013 - amended implant date: (B)(6) 2005, added surgeon: (B)(6) and added further revision reason: alval / soft tissue reaction. Update - added additional reason for revision, additional hospital, amended revision date to match scf, filed out mw fields. All taken from surgeon conf form dated 19th may 2014. Reason for revision: component loosening (cup became loose).